Event description:
It was reported that an ilet user experienced elevated blood glucose of 224 mg/dl and rising after a recent meal and elected to allow the pump to correct; troubleshooting education was provided and the user declined follow-up. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alarms or alerts. Investigation included complaint intake review and user counseling on device use and hyperglycemia management. Investigation of this case revealed no device malfunction reported, no component performance concerns, and a plausible postprandial cause for the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.